Manufacturer narrative:
The hill-rom technician found that the foot tray was cracked when the lift was inspected. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the foot tray to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account, stating the foot tray was cracked. The lift was located on the 3rd fl at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).